Manufacturer narrative:
A review of the device history record of the product code and lot number combination was conducted with no findings related to the reported event. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in unused condition with no visible signs of blood. No damage or issue was identified with the components. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected properly, and no issue was identified with device connection. The complaint was unable to be confirmed for a connection issue or mechanical damage. The exact root cause was unable to be determined. The likely cause was determined to have been incomplete component assembly due to insufficient force. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: distributor. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the locator of the angio-seal device involved was not inserting smoothly into the sheath as usual, and a small kink on the sheath was noticed. As a result, the device had not entered the patient's body. The case was finished with manual compression. The patient was in stable condition. There was no patient injury or surgical intervention required. No equipment or other devices were used with the product involved. Additional information was 19 feb 2023: the procedure performed was neuro-intervention using a 6 french sheath.